Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The clip disarticulated when handling the handle. The surgeon was not able to squeeze the handles of the device when the issue occurred. The jaws of the device did not lock onto the tissue. The clip was able to fire correctly but did not fit in the jaws. In order to resolve the issue and complete the case, the surgeon used another device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The clip disarticulated when handling the handle. The surgeon was not able to squeeze the handles of the device when the issue occurred. The jaws of the device did not lock onto the tissue. There were no issues experienced with the loading or firing of the clips. In order to resolve the issue and complete the case, the surgeon used another device. There was no patient harm. The patient outcome is alive, no injury.